Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076-52, lead; implant: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting undersensing and diminished r-waves. The pace/sense portion of the rv lead was capped and replaced, while the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.